Manufacturer narrative:
(B)(4). Batch # t5al0n. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45g cartridge reload loaded on the device. The cartridge was received fully fired. In addition another ecr45w reload was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: ecr45w, unfired, r5975h. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, after fired, noted oozing when severing the vessel with echelon 45 stapler and white reload. To stop oozing with titanium clip. And could not open the jaw after severing the lung tissue with green reload. Another gun was used to cut the tissue and remove device (close to the previous cut line). There were no adverse consequences to the patient. No additional information could be provided.